Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, it was noted the right atrial (ra) lead exhibited high capture threshold measurement. The physician elected to cap and replace the ra lead on (B)(6) 2023. The patient was in stable condition.